Event description:
A customer reported experiencing a cartridge alarm 20 issue with their pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed recurring cartridge alarms with consecutive cartridges and decided to replace the pump as a resolution. The customer did not have a backup therapy available and planned to contact a healthcare provider for assistance. Additionally, the customer declined interest in obtaining an out-of-warranty loaner pump.